Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient experienced a loss of vision in the right eye. A computed tomography (CT) scan showed high grade right internal carotid artery stenosis but no ischemia bleeding or clots. Symptoms resolved by return from CT. The patient received a transplant and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation has been completed. The returned product was visually inspected and biomaterial was found on the returned product around the catheter/motor housing. The source of the stroke clot is unknown. As this clinical information was not provided, the true root cause of the stroke/cerebrovascular accident could not be determined. D.9 device returned date/information was added.